Manufacturer narrative:
H3, h6: one 72201491 ultra-fast-fix needle delivery system device reported on was used for treatment, but the item returned for evaluation was not used for treatment. The customer returned an unused device. There was no failure confirmed based upon the item returned. Please note: this style device requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. This product has no deployment or automatic deployment mechanism. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Per instructions for use: ¿a snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Do not use sharp instruments to manage or control the suture. Do not bend delivery needle. It is normal to encounter resistance prior to achieving the ready position.¿ complaint history review indicated no similar allegation for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair surgery, t2 could not deployed and secured. T1 was cut and removed from the patient and a backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.